Event description:
During a follow-up, the device was found in backup mode due to event flow over que. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.